Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. The explanted device was discarded at user facility. Therefore, direct product analysis was not possible. A medwatch report (number 2017233-2018-00747) was submitted separately for device lot number 18694367; UDI number (B)(4). Instructions for use (IFU) for gore® viabahn® vbx balloon expandable endoprosthesis intended use / indications, state the gore® viabahn® vbx balloon expandable endoprosthesis is indicated for the treatment of de novo or restenotic lesions found in iliac arteries with reference vessel diameters ranging from 5 mm - 13 mm and lesion lengths up to 110 mm, including lesions at the aortic bifurcation.

Event description:
The following was reported to gore: on (B)(6) 2018, a patient presented for treatment of an aneurysmal celiac artery. Two gore® viabahn® vbx balloon expandable endoprostheses were implanted to cover the area from the celiac artery origin to the bifurcation. First, the splenic artery was coiled, then a vbx device was deployed. The second vbx devices was overlapped with the first one, devices were ballooned properly. As reported, the case went well and the patient tolerated the procedure. On (B)(6) 2018, it was found the vbx devices had occluded. The patient was taken to surgery for open repair. A tear was also found near the origin of the celiac artery. A bypass was created and the vbx devices were explanted and discarded. The patient was reported to be recovering well following the intervention.

Manufacturer narrative:
Conclusion codes were updated.